Event description:
Description of the issue: on (B)(6) 2021, a customer in (B)(6) notified biomérieux of leaking issue from the emag® (ref. 418591, (B)(4)). The customer reported that the lysis buffer quick connect appeared to no longer be airtight, allowing reagent to pass through. As the liquid can contain buffer, lysis, and sample and could be corrosive, the technicians took all of the individual precautions to remove the liquid (mask, gloves. Glasses) as defined per product user manual to clean the instrument. At this time, the quick connector has been replaced. There is no report of harm to the instrument operator or any patient due to this issue.

Manufacturer narrative:
An internal investigation was performed following this notification from the customer. Immediate actions done. All the quick connectors affected by the issue were replaced with the previously created spare part (emag fittings kit s/n 6206454). Furthermore, the area around the connectors and the instrument was cleared by removing the crystals and wiping the spilled reagents. Investigation: the probable main root causes of the present issues could be the accumulation of crystals generated by microscopic air infiltration around the sealing o-ring leading to reagent leakage together with components aging. The reagent leaked from at least one of the four quick connectors below the process lane and to the outside of the instrument. After verifying the service orders of the impacted serial numbers, we found that the connectors on all the emags were never replaced since installation. As a consequence, crystals accumulation over time may have led to the leakage onset. Conclusion: the replacement of the quick connectors during the preventive maintenance, in case of leakage or initial crystallization, is sufficient to mitigate the risk. As a consequence, the preventive maintenance (pm) checklist is being modified to include an additional action to check for crystallization around these connectors and replace them in case any minor leakage is detected upon pm execution.